Event description:
It was reported that during a pta procedure, the balloon separated from the shaft during withdrawal. The lesion was located in the anterior tibial artery . It is noted that this is an off label use. A portion of the shaft and balloon remained in the patient. A stent was placed to secure the retained material. Patient status is listed as "okay".